Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After replacing the power pcb assembly as a precautionary measure, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that, during inspection, their device had illuminated its service led and had locked up. In this state, defibrillation therapy would not be available, if it were needed. There was no patient use associated with the reported event.